Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare professional (hcp) via a clinical study reported the cause of the motor stall was not determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via clinical study regarding a patient receiving hydromorphone 1.5mg/ml for a total dose of 0.3499mg/day and bupivacaine 30mg/ml for a total dose of 6.997mg/day via an implantable pump for spinal pain. It was reported device interrogation/device data on (B)(6) 2018 revealed a pump motor stall and motor stall recovery occurred. A review of device logs revealed a pump motor stall occurred on (B)(6) 2017 at 16:30 with a motor stall recovery on (B)(6) 2017 at 17:43. It was noted there was no report of a magnetic resonance imaging (MRI). No action was taken. The outcome of the event resolved without sequelae on (B)(6) 2017. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. The event date was (B)(6) 2017. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare professional (hcp) via a clinical study indicated the patient's baseline weight was not measured. No further complications were reported/anticipated.